Event description:
Following a review of medical notes under another report, a second event was identified in which three months post left hip revision a dislocation of the stryker femoral head from the zimmer shell and liner system allegedly occurred, requiring closed reduction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was confirmed. Method and results: a visual, functional and dimensional inspection was not performed as the device was not returned. After revision surgery, a dislocation occurred at 3-months due to persistent, though less extreme, cup malposition with additionally reduced soft tissue quality after this surgery plus presence of a skirted femoral head. All these factors are procedure-related in origin and as such root cause of failure of this is not device-related review of the device history records indicates all devices accepted into final stock met specifications. There have been no other events for the reported lot. Conclusions: a review by a clinical consultant concluded that dislocation occurred at 3-months post revision due to persistent, though less extreme, cup malposition with additionally reduced soft tissue quality after this surgery plus presence of a skirted femoral head. No further investigation is required at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Following a review of medical notes under another report, a second event was identified in which three months post left hip revision a dislocation of the stryker femoral head from the zimmer shell and liner system allegedly occurred, requiring closed reduction.